Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. D4: batch # 512c09. Photo images were received. Any additional information obtained from the photo evaluation was included as part of the product investigation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damage. The reload had the proximal 3 drivers up, the remaining drivers down with staples present, swing tab in the locked position and the knife not completely within the doghouse. The reload swing tab was reset in order to fire the cartridge. The returned reload was tested with a test device and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 512c09, and no non-conformances were identified. Additional information was requested, and the following was obtained: am I correct in understanding that the issue occurred when the staple retention cap was removed after the cartridge was loaded into the stapler? Yes, thats right. When the staple pierced the nurse's finger, did it bleed ? I believe there was some bleeding. When I visited 3 hours later I was told there was no more bleeding. Has any treatment (e.g., application of ointment, etc.) Been done to the area where the staple was punctured? As the needle stick accident, blood tests had been done. At the time of the visit, there was no bleeding and no medication or wound dressings were applied. The lot# 767a29 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a pancreaticoduodenectomy, a nurse installed a regular cartridge. After that, when the nurse removed the retailing cap, it was found that the staples were spitting out, so when the nurse pressed them with the nurse¿s finger, they went through the glove and stuck in the nurse's finger. Therefore, the nurse's finger was examined. The nurse did not have any serious problems and there was no problem with the finger. The surgery was completed without any problems using a new cartridge. The main device was not replaced. There were no adverse consequences to the patient. No further information is available.